Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. To address the issue, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Corrected: b5. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
The reported event that the ipg end of battery life was not confirmed. As received the returned ipg communicated normally with the lab charging system and passed an aggressive lab discharge test by providing more than 24 hours of stimulation from a full battery recharge. The ipg was functionally tested to manufacturing specifications using the auto tester. The ipg passed all tests except the ucod test and batch impedance test due to no output on channels 7, 8 and 16 due to broken feed through wires, which is not related to the reported event.

Event description:
It was reported the patient's ipg had reached end of life. It is unknown if this occurred prematurely. To address the issue, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain date of implant but was not received. E1 - reporter phone number: (B)(6).